Event description:
A malfunction was reported on the pump, with a specific malfunction code displayed. There was no reported impact on the customer's blood glucose level, as it was unknown whether the levels exceeded 500 mg/dl. The customer reverted to an alternate method of insulin therapy.